Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The universal driver head came apart. There is a bar that unites the end of the driver that fell out.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint. A previous investigation found the root cause is attributed to product design; the design allows a clearance fit where the pin could be removed or dislodged during use. No corrective action taken at this time. Complaints will be monitored under post market surveillance sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.